Event description:
Complaint received regarding one ch2000s, spinning spiros, lot# unknown. Report states: chemotherapy infusion started using spinning spiros closed system device attached to patent microclave cap. Approximately 6ml into infusion nurse noticed leaking at the proximal end of the spinning spiros. Infusion stopped immediately and spiros and IV administration set disconnected. Nurse handled the leak as a chemo spill however the IV administration set had been primed with 0.9% normal saline so very low chance that the fluid that had leaked was actually chemo. Nurse preparing and priming IV administration set with 0.9% normal saline for chemotherapy infusion attached spinning spiros connector to end of line. It did click or lock but while assessing securement the proximal end of spiros became disconnected from end of tubing. No adverse patient/clinician consequences reported.

Manufacturer narrative:
Lot review: a two year review cited no other complaints. Visual analysis: 1/23/2017 - received: one used ch2000s, spinning spiros, lot # unknown. One used bag spike adapter w/spiros lot # unknown. One used non-ICU admin set. Connection setup- bag spike adapter w/spiros -- admin set -- spinning spiros. The setup was flushed and no leaks were observed. Functional testing: a used bag spike adapter with spiros was connected to a non-ICU administration set and a second spinning spiros was connected at the distal end of that set. All components/devices were secured to the set and were not disconnected when received for investigation. The entire set and spinning spiros adapters were pressure leak tested. No spiros leakage was observed. No leakage was observed at any location along the fluid path. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one ch2000s, spinning spiros, lot # unknown. Report states: chemotherapy infusion started using spinning spiros closed system device attached to patent microclave cap. Approximately 6ml into infusion nurse noticed leaking at the proximal end of the spinning spiros. Infusion stopped immediately and spiros and IV administration set disconnected. Nurse handled the leak as a chemo spill, however, the IV administration set had been primed with 0.9% normal saline so very low chance that the fluid that had leaked was actually chemo. Nurse preparing and priming IV administration set with 0.9% normal saline for chemotherapy infusion attached spinning spiros connector to end of line. It did click or lock but while assessing securement the proximal end of spiros became disconnected from end of tubing. No adverse patient/clinician consequences reported.